Event description:
It was reported that the echelon's blade stopped in the middle of the activation, and also the power of blade progression felt to be quite diminishing after usages. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 500a78. Additional information was requested, and the following was received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There was nothing wrong with the patient and also any negative post-op consequences did not happen at all. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received damaged in the proximal end and partially fired 1/16 with the pan partially dislodged and 8 double drivers out of position. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage observed in the reload was due to an improper handling. It possible that handling by the customer could damage the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It also is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.